Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s ipg became inoperable over a year ago. As a result, patient underwent a surgical procedure on (B)(6) 2018 and scs ipg was explanted and replaced.

Event description:
Additional follow up revealed that patient¿s leads were also electively replaced on (B)(6) 2018.